Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that plastic or lens material was noted on the back of the intraocular lens (iol). The physician left the iol implanted in the patient's eye. There was no patient harm reported.